Manufacturer narrative:
This device is not sold in the us. The 510k of the most comparable product has been included in this report. Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Refer to MDR 1226348-2018-10561 for information regarding the second device reported in this event.

Event description:
As reported by the affiliate, two microsensors gave incorrect readings during the implant procedure. A third sensor displayed values consistent with the neurological condition of the patient. No patient harm was reported, but the incident cause a delay of over an hour.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed the cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI : (B)(4). A review of manufacturing records found no discrepancies when the device was released to stock. Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). It was previously reported that the device could not be returned for evaluation. The device was subsequently returned. This report has been updated to reflect the corrected information. The device has been returned for evaluation. Visual examination found no damage to the sensor, catheter or connector. The device failed water pattern #1 drift. The device was the cleaned and then passed testing. This would not affect the reported issue. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. A review of quality records for the component found that the component conformed to specification. A device history record (DHR) review of the finished good and no discrepancies were noted when the device was released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.